Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 31-may-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving saline at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's pump had been flipping in the pocket. It was confirmed on (B)(6) 2018 when the health care provider (hcp) attempted to aspirate the saline out of the pump and were unable to. A revision was done on (B)(6) 2018 where they moved the pump pocket to the patient's back. During the procedure the hcp used a long instrument to tunnel from the new pocket to the old pocket and grabbed the catheter to pull it through, but the sc connector broke off. The doctor removed that 4 cm piece of the catheter and replaced it with a 27.9 cm section of a new catheter. No patient symptoms were reported. It was noted the issue was resolved and there was "great csf backflow." No further complications were reported.